Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted in 1995 and removed/replaced in 2006, due to broken tubing by the pump. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the detachment end through the serialized strain relief to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. Testing revealed this to be site of leakage. No functional abnormalities were noted with the pump or cylinder 1. The reservoir was not returned. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the serialized strain relief near the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed instrument separations noted on the exhause tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, qa concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Event description:
According to the information, there was broken tubing at the pump.